Manufacturer narrative:
(B)(4). The following report is submitted to relay information. Kne-nk2-ins-gde-cut-fem-dis, (B)(4), lot#62327068. The reported event is confirmed. The visual evaluation of the returned cut guide confirmed that an unknown drill bit is seized in one of the guide holes. Both the guide and the drill bit exhibit signs of repeated use. Device history record (DHR) review was unable to be performed for the drill bit as the lot number of the device involved in the event is unknown. The compatibility check and measurements note no issues with the drill bit and guide. Based on the evaluation of the returned devices, both the cut guide and the drill bit have been used in an unknown number of surgeries, the cut guide having a potential field life of over three years, when the issue occurred. It was considered that wear and tear are the root causes of the reported issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-06651.

Event description:
It was reported that during a knee arthroplasty procedure, the drill bit jammed in the cut guide during insertion. The cut guide was able to be used to complete the procedure. There were no patient consequences as a result of the malfunction.